Event description:
It was reported that when using the bd pyxis¿ es server had reports not generated and stuck on ¿processing report¿ for all users and kept spinning indefinitely. Customer employed fiver different computers to generate report, but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the reports had not been generated. A technical support specialist (tss) had dialed in to the server. The etl process was running fine at the time of investigation; it had been stopped earlier and was restarted. A device inventory report was run for testing and was successfully executed. An email was sent to the user, and the user replied to confirming closure of the case. The system functioned as intended after the technical support specialist troubleshot the device.